Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "loss of external power". (2) no clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
It was reported that the ventilator alarmed with loss of external power during ventilation. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed that the unit alarmed with loss of external power and went into ambient mode. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was released back into use.